Event description:
It was reported to philips that the system gave an alert indicating the x-ray computer was offline, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) verified remotely that a startup issue occurred due to an m cabinet power supply fault, resulting in no power to the collimator and flat panel, and causing a loss of communication with the generator and fdcsib. A review of system logfiles confirmed the malfunction of fan tray and dcps. A field service engineer (fse) inspected the system on site and verified the issue based on the remote alert reporting a defective fan and power tray. The fse replaced the pdu fan tray, dcps, and pdu dc module, and reinstalled the system software (r2210). The defective parts were sent for analysis. The analysis of pdu dc module confirmed the failure and identified a white residue resembling dried moisture was observed on the pcb, with slight corrosion on a few capacitors, the module was fully functional. Whereas the cause of pdu fantray could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order, the codes were updated based on the investigation outcome.